Event description:
The complainant has reported that a patient ( age & gender unk) has undergone a biopsy procedure using a radial jaw 3 (rj3) biopsy forceps device. It was reported that during the procedure, the forceps jaws broke off into the scope. No fragments/parts were dislodged into the patient. The device was removed safely along with the scope. The procedure was successfully completed using another rj3 device. No further complications were reported as a result of this event.

Manufacturer narrative:
Evaluation codes. Method: ten actual devices involved was evaluated, visual examination, other (sem analysis). Results; misapplication/misuse of device. Conclusions; device failure related to user handling. No lot number was reported, however, one lot number, 9189008-m00515503, was the only lot number sold to this customer. A DHR review was performed on the lot identified and found no anomalies. One device was received in a generic plastic bag. A functional test not performed due to complaint sample returned condition. A visual examination was conducted and found that the clevis detached from the forceps and cutter missing. The sample returned was sent to miami sem lab for further analysis in order to identify the root cause of the event reported. Sem lab analysis concluded that the "fracture occurred in shear as a result of a twist or torsional overload motion". This, in addition with the sample returned condition (coil elongated and clevis detached), concludes that the device was exposed to an extra force applied that cause the broken cutter the clevis detachment and the coil elongated. After similar complaint review/search there was found that this is the only complaint reported for lot number 9189008. The february 2007 15-month trend chart was reviewed for the radial jaw 3 biopsy forceps and no adverse trends were identified for this product family. The total number of complaint received for this product family does not exceed a limit which would warrant further action.